Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the probe unit was found with sharp dents. The objective lens was chipped, and the light guide lens was found peeled. During the image inspection, four broken elements were observed. The water balloon was damaged causing a leakage. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a balloon and channel malfunction. No patient involvement or injuries were reported. No additional information has been obtained.